Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe inspected the x arm and found that the tip clamps in positions 3 and 2 showed signs of wear. The fe replaced both tip clamps. The fe performed splld checking procedure and tested the summit with (B)(4) user software. The instrument was tested without problem. The instrument is now performing as expected.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. The report corresponds to ortho clinical diagnostics inc (B)(4).